Event description:
A customer reported the "air pluff" was too low during surgery. The customer checked the tubing connection and restarted the system multiple times with no improvement. The surgeon exchanged the disposable pack and the issue was solved. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. The root cause has not been identified. (B)(4).